Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose ranged in 120s mg/dl.